Manufacturer narrative:
Investigation: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the device history record was completed for the incident lot and, based on this review, all product specifications and requirements for lot release were met; there were no related quality non-conformances during manufacturing of the product. Bd has initiated further investigation relating to this issue through a CAPA and potential causes have been identified. As a result, corrective actions have been implemented.

Event description:
It was reported with the use of the bd vacutainer® fluoride hemogard¿ tube there was an issue with a labeling error. It was stated ¿no product insert was found in the case pack.¿ there was no report of injury or further medical intervention.